Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
Customer alleges: shortly after insertion it was noted that the balloon was deflated. No pt injury reported. Pt current condition is fine.